Manufacturer narrative:
The lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room due to shoulder pain. The hospital monitors showed the patient's heart rate to be just below 50 beats per minute. The lead had been implanted a couple days earlier and the device was set to a lower rate limit of 50. A remote interrogation was performed which revealed loss of capture, however the patient did have an underlying rhythm. Pacing impedance measurements were also noted to have increased. An invasive procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.